Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomaly was found.

Event description:
It was reported that the right ventricular lead perforation was discovered through fluoroscopy. It was noted that the lead exhibited high impedance. The lead was explanted and a new lead was implanted. The patient was in stable condition during after the procedure.